Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. This device was also subject of (B)(4) and pc-001244180 as the patient experienced adverse events on different days with the same device. Initial reporter occupation: lawyer depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021, patient reports pain and swelling of the right knee after ¿tweaking¿ it while on vacation in mexico. The physician identifies a moderate effusion and synovitis. The patient is treated with a joint aspiration to relieve pain and to test the fluid for signs of infection. The only depuy products implanted are the primary patella and cement paired with a competitor revision knee construct. On (B)(6) 2021, patient receives a right knee I & d with revision of the competitor insert to treat pain, swelling, and confirmed infection. Upon entering the joint, the surgeon identified and debrided synovitis and a small medial tibial necrosis and repaired the defect with competitor antibiotic cement. The competitor insert was revised. The depuy patella was well-fixed and retained. The patient received a PICC line for long term antibiotic treatment of the infection. The only depuy products implanted at the time were the primary patella and cement. Doi: (B)(6) 2021; dor: (B)(6) 2021; right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.